Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, intermittent oversensing resulting in inappropriate atrial tachy response (atr) episodes and low threshold measurements. This patient was not pacemaker dependent at the time. The noise was reproducible by pushing their hands together. Automatic gain was reprogrammed, and this lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted due to noise with arm manipulation. It was discovered that this ra lead was fractured. A new ra lead was implanted and remains in service. This ra lead has been returned and is expected to be analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, intermittent oversensing resulting in inappropriate atrial tachy response (atr) episodes and low threshold measurements. This patient was not pacemaker dependent at the time. The noise was reproducible by pushing their hands together. Automatic gain was reprogrammed, and this lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted due to noise with arm manipulation. It was discovered that this ra lead was fractured. A new ra lead was implanted and remains in service. This ra lead has been returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.